Manufacturer narrative:
(B) (4). The second rx xience v 3.0 x 23 mm (part# 1009541-23/lot# 8061661) mentioned is being filed under the same manufacture number. In this case, there was no reported deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Further, these pt effects, along with hospitalization, are listed in the no fault risk assessment as no-fault post-procedure complications. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was on (B) (6) 2008 and during the procedure, a 3.0 x 23 mm xience v stent and a 3.0 x 12 mm xience v stent both were deployed in the proximal lad lesion. There were no pt or product issues noted at the time of the procedure. However, on (B) (6) 2009, the pt returned with chest pain similar to previous pain, positive stress test. The pt was given medication and came in for scheduled cath. Diagnostic coronary angiography was done and percutaneous coronary intervention was performed on (B) (6) 2009, in the target lesion (lesion treated at index procedure). The pt was discharged from the hospital on (B) (6) 2009. No add'l event or pt info is available.